Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the device exceeds temperature limits. Evidence suggests this was due to usage / wear over time. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that during a maintenance check, the device was "running hot". The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.